Manufacturer narrative:
Results: one used sample and photos were returned for evaluation. A visual/microscopic inspection observed the needle partially retracted into the safety barrel leaving the needle tip exposed. Damage was visualized on the grip causing the partial retraction. A simulated use test was performed by repositioning the needle to the out position and pressing the safety activation button. The retraction was unsuccessful due to the damage on the grip inhibiting full needle retraction. Customer photos of the used device were also evaluated an showed similar damage to the returned unit. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6274563. Conclusion: a manufacturing deficiency has been determined to be the cause for this incident. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A formal corrective action will not be implemented at this time. However, a quality improvement plan has completed to minimize damage to the grip at the plug load station. The grippers have been changed to gathering grippers that should minimize the chance of chipping to the grips from the machine. (B)(4).

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in. Failed to retract after use. There was no report of injury or medical intervention.